Manufacturer narrative:
The customer was able to rectify the issue and canceled the assistance from field service the field service engineer confirmed with the customer that the drawer was able to recover. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.